Event description:
According to the reporter; during a laparoscopic procedure, the device was difficult to toggle and the needles fell out of the suturing device and into the patients. The account did not save the device, and just opened a new one to complete the case.